Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter states that they gave her everything new but her mattress. Reporter said this time when the head collapsed she caught herself. Reporter states it happened at about 2 o'clock this morning. She will call them to service the bed and she is also going to call the dr because they put her in a regular bed and she is suppose to be in a bariatric bed. Update from 12/09/2015 added by consumer affairs: no alleged injury with the new bed. End user is working with doctor to get prescription for a bariatric bed and have them work with the provider to get her one. This is a rental bed and she said she needs a bariatric size bed. No further information provided. Update from 12/11/2015 added by consumer affairs: the daughter stated she is also working with doctor to get a bariatric bed. It is the rails on the bed that keep falling down, not the bed. The daughter said she has fixed them for her and put them back on but her mom is pretty big and knocks them back off again. She knows she is over the weight capacity and needs a bigger bed so the daughter is working with mom to make sure she follows through with the doctor and insurance. No further information provided.